Event description:
It was reported during an atrial fibrillation ablation procedure, a perforation of the myocardium occurred, during transseptal puncture with a brk needle, which resulted in a tamponade. After the transseptal puncture had been performed, a slight drop in blood pressure was noted, but only a small rim of pericardial fluid was seen on echo. During the course of the wide area circumferential ablation, there was further difficulty maintaining the blood pressure and the pericardial effusion had enlarged to 1.5cm. A pericardiocentesis was performed, 450ml of fluid was drained, protamine was administered and there was no further reaccumulation of any pericardial fluid throughout the remainder of the procedure. The pt was hospitalized for observation and released two days later.

Manufacturer narrative:
The product was not returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification cannot be determined as the device was not returned for investigation.